Event description:
It was reported that the pump was alarming to check or inspect the blockage. Per reporter, the event occurred while in patient use, during infusion. No patient harmed reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair. No physical damage was noted on the device. Service history review identified the complaint was not related to a previous service of the device within the review period. Event log confirmed that there was a record of the high-pressure alarm occurred when the pump power on or during pump operation. The occlusion detection level of the downstream occlusion (dso) sensor was within the standard. Possible defective downstream sensor or cassette product. Preventively, re-calibrated the downstream sensor. Performed all function test and all passed.